Event description:
It was reported that during a percutaneous transluminal angioplasty, a guide wire became caught while placing a stent. The 90% stenosed, de novo target lesion was located in the moderately tortuous superficial femoral artery (sfa). The 8x300cm v-18 guide wire and a non-bsc stent delivery system were advanced inside a 4.5fr non-bsc introducer sheath and the guide wire became caught on the stent. The physician removed the guide wire and the non-bsc stent delivery system successfully. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).